Event description:
It was reported to boston scientific corporation that during an obtryx mid urethral sling placement, and while pulling the trocar/mesh through the incision, there appeared to be "something under the skin." Upon examination by the physician, it was reported to be a 1.5 cm blue plastic cover. The physician determined it to be an "extra blue cover" that was piggybacked onto the blue cover (dilator tip) which the association loop is attached to. The piece was removed with tweezers and the procedure was completed with this device. There were no complications reported for the patient.

Manufacturer narrative:
Although the mesh sling remains implanted the trocar and sheath have been received. The device evaluation had not been completed at the time of this filing.